Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and 3 shocks due to an atrial fibrillation (af) with rapid ventricular response (rvr) episode. Technical services (ts) recommended further review with ep/cardiology/following physician to confirm if therapy was inappropriate. A false pacemaker mediated tachycardia (pmt) episode was also identified. This ICD remains in service and has been reprogrammed. No additional adverse patient effects were reported. Additional information was received and this ICD has delivered atp and inappropriate shocks due to another atrial fibrillation (af) with rapid ventricular response (rvr) episode. This ICD remains in service. No additional adverse patient effects were reported.